Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a tlif procedure, the illuminator was used on a 26 mm tube. After the cage was implanted, the tube was removed and the illuminator was set on the patient's back near the operative site. The illuminator burned the patient's back, leaving a wound estimated to be about 40mm x 35mm. It is unknown what treatment was given to the patient for this burn. No other patient complications were reported for this case.